Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the iliac arteries were excessively tortuous. It was reported that the stent graft was successfully implanted; however, two weeks post implant the patient presented with leg pain. Upon examination the stent was found kinked and the artery was occluded. A cut down was performed after which a fogerty balloon was used to remove thrombus from within the stent graft. Then the iliac stent graft was relined with another aneurx stent graft. Upon completion of the procedure, there was good blood flow and the patient was doing fine. No additional clinical sequelae were reported.